Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration, including dyslipidemia. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H10: corrected data: corrected section : h6 (health effect - clinical code, investigation findings, investigation conclusions).

Event description:
It was reported and learned through investigation and medical records that a patient with a 21mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 1 month due to leaflets degeneration, calcification and severe stenosis. The patient presented with fatigue and hfpef in the setting of valvular disease, nyha 11. The tavr was performed with a 23mm 9755rsl transcatheter valve. The patient tolerated the procedure with no immediate complications and was transferred to the recovery area in stable condition.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through investigation that a patient with a 21mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 1 month due to leaflets degeneration and calcification. There is basal thickening suggestive of possible halt involving the leaflet in the right coronary sinus with mild to moderate restricted opening. The tavr was performed with a 23mm 9755rsl transcatheter valve.